Event description:
It was reported that a revision was needed to replace screws that were backing out of the xtend anterior cervical plate post-operatively.

Manufacturer narrative:
The device was not available for evaluation. It was reported that the two most inferior xtend 4.2mm x 16mm self-drilling, fixed angle screws backed out of an xtend anterior cervical plate, 3-level, 51mm following a 3-level acdf procedure. The original surgery took place on (B)(6) 2025 and the revision to remove the screws that backed out took place on (B)(6) 2025. Hedron c spacers were implanted into the disc spaces. Additionally, a burr was used to break through the cortical bone prior to the screws being inserted into the plate. It was confirmed that there were no adverse effects to the patient. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations could be made as to the cause of the reported issue.